Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, the stent failed to cross the lesion. The lesion being treated was non-tortuous, moderately calcified with 85% stenosis in the mid right coronary artery (rca). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, however, deformation was evident to the mid stent wraps with struts raised. No deformation evident to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.